Event description:
A customer reported receiving an unspecified sensor error message on the adc device. The customer experienced a medical event and required hospitalization due to the reported issue however, no further details were provided as the customer refused to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message on the adc device. The customer experienced a medical event and required hospitalization due to the reported issue however, no further details were provided as the customer refused to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter cegv263-m1344 was returned and investigated with retain strips. Performed visual inspection on returned meter and no issues were observed. Meter powered on with button depression and insertion of strips. No error messages were observed during the investigation and meter advanced to the apply sample screen. Control solution testing was performed and results were within specification. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life as of the case awareness date of 21 feb 2023. It was confirmed that any freestyle freedom lite meters manufactured before 24 mar 2016 cannot be set passed 2020 due to old firmware. It has been deteremined that the product was functioning as intended. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction.

Event description:
A customer reported receiving an error-14 message on their adc meter. The customer experienced a medical event and required hospitalization due to the reported issue however, no further details were provided as the customer refused to provide further information. There was no report of death or permanent injury associated with this event.